Event description:
Caller reported damage to tandem charging cable, which resulted in charging supplies becoming non-functional. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the damaged charging supplies.